Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, the customer reported that the left high resolution stereo viewer (hrsv-l) in the surgeon side console (ssc) was blank. The surgeon stated that they had power cycled the system, but the issue persisted. The view was described as completely blank, indicating a likely failure of the left viewer. At this time, it is unknown how the procedure proceeded. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was first reported on 4/20/2026 during dr. (B)(6) case. After restarting the system, it functioned normally for the rest of the case. However, two days later, at the next use, the left eye display was completely black. Restarting the xi system did not resolve the issue, so the surgery was moved to the dv5 system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was returned for failure analysis, and the reported failure was replicated. In system logs, error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where the hrsv did not display any image, successfully replicating the reported complaint. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the hrsv no image was found to be the root cause of the reported event.